Manufacturer narrative:
The reported event was unconfirmed. Received used sample without its original package. Per the visual inspection, there was no finger print on the meter bag. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications method for use: this is a single use .do not reuse. This product must be stored in a cool ,dry place, away from wet and direct sunlight . Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas". (B)(4).

Event description:
It was reported that the user found a finger print inside the meter (near the '400ml' showing) of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a finger print inside the meter (near the '400ml' showing) of the bag.